Event description:
A report was received from the field indicating that a healthcare worker was removing a used cassette from the unit and came in contact with a clear liquid to see what it was. Her hand began to tingle and turn white. Duration of symptoms was 20 minutes. It is unk if medical attention was sought. Additional info received from the account alleges that the h2o2 contact occurred when a sterrad cassette leaked h2o2 in the collection box. The healthcare worker was not wearing personal protective equipment (ppe). The sterilization cycle was complete.

Manufacturer narrative:
Per the technical service engineer (tse) involved, the field service engineer was called for intermittent "h2o2 delivery failures." The fse noticed that the empty successful cycles were running a little too fast (about 26 minutes). Normally we are looking for successful empty cycle times from 27' to 27' 15". There was also some h2o2 pooling around the delivery assembly, the fse was asked to watch the h2o2 delivery on an actual cycle. The fse informed the tse that after the needles retract drops of h2o2 were visible. Based on the cycles ran by the sterilizer, it was suggested that the fse replaced the h2o2 extractor assembly which resolves the h2o2 pooling on the delivery assembly and in addition the empty successful cycle time came out to what we expect it to be (27' to 27' 15"). This is capital equipment evaluated at the customer's site. The sterrad nx unit involved was evaluated. Per the field service engineer: found the cycles were running too fast, checked one second data (osd); a second to second reading of all the systems on the machine. Replaced the extraction assembly per discussion with tse. Tested and ran an empty cycle. Unit met specs. Per the sterrad nx user's guide: warning! Risk of skin injury: direct hydrogen peroxide contact with the skin can cause severe irritation. Wear chemical resistant latex, pvc (vinyl) or nitrile gloves when handling used cassettes or ejected cassettes, items from a cancelled cycle, or items that have moisture present after a completed cycle. Immediately take off contaminated clothing and rinse thoroughly with water to avoid potential fire hazard and wash before re-use.